Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. They obtained results of 360 and 115 mg/dl on the reported meter within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results expected value of <=20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the patient did not have control solution. The meter, test strips, and control solution were replaced.